Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, sticky white substance inside of the top cover, could not be identified. The object was a white foreign material. According to analysis of the foreign material, the main component was hydrocarbon. In addition, comparative analysis with ir confirmed a peak similar to the valve unit of the reprocessor pump. We could not identify foreign material or specify root cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿5.1 turning the power off, closing the water faucet and cleaning the outer surface. Warning: after using the device, dry it thoroughly (so that no water remains in the reprocessing basin) and close the lid before storage. Otherwise, microorganisms may proliferate in the device. 3. Using a clean cloth moistened with neutral detergent, clean every part of the device including the front and back of the lid, the lid packing, the edge and inside of the reprocessing basin and the control panel, then wipe with a dry clean cloth. To prevent growth of microorganisms, it is also recommended to wipe every part of the equipment with a cloth moistened with 70% ethyl alcohol or isopropyl alcohol.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported the endoscope reprocessor had a sticky white substance on top of the cover. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.